Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of the same device. No patient complications were reported.